Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: on november 20th, an email was received from the surgeon regarding a patient who had undergone surgery 1.5 weeks prior, resulting in a leakage. They were reluctant to report this, believing the leakage was due to patient factors. The ps responded immediately, requesting additional information (product (s), date, procedure, description of the procedure, etc., which was not received. A final reminder was sent on january 15th, and on february 3rd, it was learned that the patient had passed away, with the date of death unclear. A follow-up was made, but no information was received from the surgeon. Consequently, in consultation with the product manager, a report was filed by ps.¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection, anastomotic leakage 9 days postoperative after colorectal resection with side-to-side anastomosis using glc. Re-surgery with disconnection of the anastomosis and creation of a stoma. Postoperative intensive care, no improvement in clinics, which resulted in the death of the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. Correction: h1- malfunction. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was this event previously reported if so please provide reference number? No. Was a leak test performed? If so, what type and what was the result? No, ileocecal resection. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Postoperative CT-scan and secondary procedure. What was observed at the site of the leak upon reoperation? Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No, that is why the surgeons did not want to report the death of the patient because there were multiple comorbidities and no perioperative device-related problems. Is there an autopsy report available? No. Is the surgeon interested in speaking with ethicon medical and engineering staff? No. If so, please provide 3 dates/time the surgeon would be able to meet. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a death and is being considered a malfunction.